Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and feels like the electrode is rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised using cetaphil for the skin irritation. Follow up indicated that the skin irritation improved.